Event description:
May textured allergan implant was ruptured on the left side and the right one caused a heavy infection. The liquid in my capsules and the capsules themselves have been tested but the result didn`t arrive yet. The explant was on tuesday (B)(6). FDA safety report ID# (B)(4).